Event description:
It was reported that the user facility noticed shavings around the female port of the blood fluid warmer cassette. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the user facility noticed shavings around the female port of the blood fluid warmer cassette. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The cassette was returned and the condition was confirmed by a stryker representative.